Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that foreign objects in the knob wire, foreign objects inside of light guide lens, foreign material in the forceps elevator, peeled adhesive around objective lens, cracked adhesive around light guide lens and gap in adhesive area between server plug in and distal end was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the knob wire, foreign objects inside of light guide lens, foreign material in the forceps elevator, peeled adhesive around objective lens, cracked adhesive around light guide lens and gap in adhesive area between server plug in and distal end. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.